Event description:
The customer tested his blood glucose using his contour usb meter and received a reading of 142mg/dl. He retested using another meter and received a reading of 65mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot or provide additional information before ending the call. No product will be returned.

Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date without the meter information.